Event description:
A user facility biomedical technician (bmt) reported the treatment clock of a 2008t hemodialysis (hd) machine did not count down. The treatment clock said running. The ultrafiltration (uf) time did not transfer to remaining time on dialysis (rtd). The bmt did not know if it removed uf and wanted to know how to simulate a treatment. There was no reported patient injury or illness as a result of the reported event. The bmt simulated a treatment and the uf time did transfer to rtd, and uf removed began incrementing. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported the treatment clock of a 2008t hemodialysis (hd) machine did not count down. The treatment clock said running. The ultrafiltration (uf) time did not transfer to remaining time on dialysis (rtd). The bmt did not know if it removed uf and wanted to know how to simulate a treatment. There was no reported patient injury or illness as a result of the reported event. The bmt simulated a treatment and the uf time did transfer to rtd, and uf removed began incrementing. Additional information was requested but was not received to date.